Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open low anterior resection, tissue tear occurred after firing the stapler. The surgeon experienced difficulty removing the staple form the patient and after the staple was removed, the surgeon noticed a hole in tissue. There were tissue loss and damage. The surgeon resected and re-stapled the staple line and the surgeon performed another anastomosis to complete the case. The surgical time extended for 30 minutes and the patient's hospitalization was extended as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection, there was poor staple formation and tissue tear occurred after firing the stapler. The surgeon experienced difficulty in removing the stapler from the patient and after the staple was removed, the surgeon noticed a hole in tissue. There were tissue loss and damage. The surgeon resected and re-stapled the staple line and the surgeon performed another anastomosis to complete the case. The surgical time extended for 30 minutes and the patient's hospitalization was extended as well.